Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator's has a problem with large leaks in noninvasive ventilation >80-100 l/min and the exhaled tidal volume measurement does not display. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.